Event description:
Hot knee [joint warmth]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009, from a physician regarding a (B)(6) female patient, initials (B)(6). The patient initiated synvisc therapy on (B)(6) 2009 at a dose of 3x2 ml in an interval of one week apart. The patient's medical history includes gonarthrosis and prior synvisc treatment (twelve months ago) without problems. The patient received three synvisc injections, the first being administered on (B)(6) 2009 and the last on (B)(6) 2009. On (B)(6) 2009, few hours after the last synvisc injection, the patient experienced allergic reaction described as sensation of heat in the knee, knee swelling and knee effusion that were serious and moderate in intensity according to the physician. The knee was aspirated several times. The laboratory results were not yet available. The patient was treated with intra-articular injection of lipotalon (dexamethasone) on (B)(6) 2009. As of the date of receipt of this report, the patient had not recovered. The physician assessed the relationship between the adverse events and synvisc therapy as definite. Please refer to (B)(4) for events reported by the same reporter.